Event description:
During a review of programming history for this vns patient on (B)(6) 2012, it was noted that an interrupted diagnostic test on (B)(6) 2007 altered the patient's settings. The patient left the appointment at unintended settings. No adverse events have been reported as a result of this issue.

Manufacturer narrative:
Review of programming history.